Manufacturer narrative:
A spacelabs field service engineer onsite confirmed the issue a system reboot resolved the memory usage issue at this site with the central station. The unit passed all functional tests onsite. This report is complete, and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2020 biomed reported that all tele beds showed offline for about an hour and then came back. No injury reported with this event.